Manufacturer narrative:
The associated genesis ii mobile bearing knee articular insert was not returned for evaluation. Therefore the product analysis could not be performed. However, device details were provided. Thus, the review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that the root cause of pain could be contributed to the reported arthritis and sclerosis found during the revision. The two undated x-rays appear that in the lateral and ap view there is some radiolucency under the lateral and anterior base plate but no report of loosening during the revision and just insert change. In the lateral image there is some possible variation in the insert but no details were reported. Patient impact other than the pain and revision surgery is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Without the return of the actual product involved, our investigation of this report is inconclusive. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to pain. Insert was removed and replaced with a same sized implant.